Manufacturer narrative:
Evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic inspections and device to device interaction testing were completed. Examination of the hypotube shaft identified a break at 25cm distal to the distal end of the strain relief. Multiple kinks in various locations along the length of the hypotube were also noted. The device was successfully tracked through a recommended 0.014'' guidewire and 5fr guide catheter with no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00 mm x 15.00 mm agent dcb was advanced for treatment. However, during insertion of the device, resistance in the guide catheter was encountered and a kink and separation of the shaft was confirmed. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.